Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, drawer was failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: unique device identifier, serial number and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that drawer was failed to open. A technical support specialist (tss) remoted in checked the "populate buttons" menu and everything was okay. Made sure all zones were enabled. Cross referenced the location of the medication and used the locate button to open drawer and it opened. Had them close the drawer and tried again and it worked. The system functioned as intended after the technical support specialist verified the device.